Event description:
Information received by medtronic indicated that the customer reported high blood glucose. Customer blood glucose at time of incident was 800 mg/dl. Troubleshooting was declined. The insulin pump was used  within 48 hours of reported high blood glucose event and whether the auto mode feature was inactive at the time of the event. The customer will continue the use of the insulin pump and it will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.